Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Elevated bg was addressed by administering a manual injection. The customer reverted to manual injections for insulin therapy.